Event description:
(B)(4). Essure was covered by my insurance. Several side effects, severe abdominal pain nonstop, bloating to the point people assumed I was pregnant, hair loss, painful sex, anxiety, depression, dental issues and irregular periods.